Manufacturer narrative:
(B)(4) - shard penetration. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during a liposuction procedure on (B)(6) 2013 the topical skin adhesive vial broke and cut through the assistant's double gloved hand. The broken vial cut the assistant. The assistant refused to do the blood draw at the hospital in accordance with the hospital policy. The assistant did not require any repair of the cut. No additional information was provided.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual examination of the sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position.